Event description:
It was reported that during a balloon angioplasty procedure, a balloon detachment occurred. The anatomy location, vessel and lesion characteristics are unknown. The 10mm x 4mm ultra thin diamond catheter was advanced through an unspecified sheath. Upon withdrawal of the balloon catheter from the sheath, "the balloon sheared off the catheter". The number of inflations, pressure and duration of each inflation is unknown. It is unknown if the balloon was completely deflated prior to removal. The procedure was completed with this device and it was noted that no additional intervention or equipment was needed. No pt injuries or complications were reported. The patient's status is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.